Event description:
It was reported that / hourglass / no readings/sensor error occurred. The sensor was inserted into the abdomen. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient experienced a sensor error after which they experienced a hypoglycemic event. The patient was found unconscious by their son, who called the emergencies. The patient was brought to the hospital with an ambulance. The patient was unable to provide any information regarding the treatment at the hospital, even though medication would have been administered. It was unknown how much time the patient spent at the hospital. At the time of the report the patient was stable, even though would have suffered some bruising after a fall caused by the hypoglycemia. A review of performance data shows that the patient¿s always sound feature was enabled; her low alert was set to 80 mg/dl; her high alert was set to 300 mg/dl; and her no readings alert was enabled and set to sound after 20 minutes of continuous sensor error. Data investigation shows that the patient experienced a period of sensor error on (B)(6) 2024 from 12:01 pm to 12:26 pm, with the last estimated glucose value prior to the onset of the sensor error reading 122 mg/dl. At 12:21 pm and 12:26 pm, the system delivered a no readings alert at partial volume; neither alert was acknowledged. From 12:31 pm to 1:01 pm, the patient¿s estimated glucose values (egvs) were in target range. At 1:06 pm, the patient¿s egvs dropped below the low alert threshold and the system delivered a low alert at partial volume with an egv of 77 mg/dl. At 1:11 pm, the patient¿s egvs dropped below the urgent low alert threshold and the system delivered an urgent low alert at partial volume with an egv of 51 mg/dl. At 1:16 pm, the patient¿s egvs crossed back into target range. From 1:21 pm to 1:26 pm, the patient experienced another period of sensor error. At 1:31 pm, the system delivered an urgent low alert at partial volume as the patient¿s egvs had dropped to 40 mg/dl. At 1:36 pm, the system delivered another urgent low alert at partial volume with an egv of low (less than 40 mg/dl). At 1:41 pm, the patient¿s egvs rose to 78 mg/dl and the system delivered a low alert at partial volume. From 1:46 pm to 2:01 pm, the patient experienced another period of sensor error. The system continued to deliver low alerts at 1:46 pm (partial volume), 1:51 pm (full volume), and 1:56 pm (full volume). At 2:01 pm, the system delivered a no readings alert at partial volume. At 2:06 pm, the patient¿s egvs crossed back into target range. From 2:11 pm to 3:16 pm, the patient experienced a final period of sensor error. At 2:26 pm, the system delivered a no readings alert at partial volume. At 2:31 pm the system delivered another no readings alert at partial volume; this alert was acknowledged two minutes later. When the patient¿s readings returned at 3:21 pm, the egvs were above the high alert threshold and the system delivered a high alert at partial volume with an egv of 364 mg/dl. At 3:26 pm, the system delivered another high alert at partial volume with an egv of 356 mg/dl. At 3:31 pm, the system delivered a high alert at full volume with an egv of 359 mg/dl. The system continued to deliver high alerts at full volume every five minutes until the egvs crossed back into target range at 3:51 pm. The reported allegation of sensor error was confirmed, and the probable cause was determined to be sensor noise. The probable cause of the hypoglycemic event, however, could not be determined as performance data shows that the system delivered all alerts, including audible alerts, as intended during the time of the incident. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.